Event description:
It was reported that every few minutes, while using the surgical fiber during a prostate procedure, the laser system went into standby mode and displayed a message to clean the fiber; the fiber was cleaned many times however the system continued to display the message. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of th e glass cap, distal to the fiber/ cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. Both caps remain intact and attached. The returned fiber card was verified with 191,750 joules of use. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also cause forward-firing of the side-firing surgical fiber. The probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.